Event description:
It was reported that on (B)(6) 2011 the patient was taken to the hospital due to a pacing failure. The pulse generator exhibited elective replacement indicator (eri). The patient's heart rate was around 20 bpm and the patient -felt ill-. On (B)(6) 2011 the device exhibited end of life (eol). The battery data was 1.91 v, 86 ua and lead impedance was greater than 2000 ohms. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup operation and exhibited a high current drain due to a leaky capacitor. After replacing the capacitor, the pulse generator functioned normally.